Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was repositioned, the patient tolerated the procedure well and was in stable condition.